Event description:
Through journal article, "three-year clinical outcome of xen45 gel stent implantation versus trabeculectomy in patients with open angle glaucoma", healthcare professional reported events of "1 eye had unsuccessful implantation due to massive sub-tenon bleeding; 8 eyes had hypotony with choroidal effusion; 4 eyes had hyphema; 1 eye had corneal endothelial dysfunction requiring descemet membrane endothelial keratoplasty; 2 eyes had xen dislocation; 1 eye had xen fracture; 1 eye had iol-capture after phacoemulsification; 1 eye had a glaucoma attack; unknown eyes required iop lowering medications; 28 eyes required needling; 9 eyes underwent bleb revisions; 1 eye required bleb sutures due to hypotony; 1 eye underwent transscleral cyclophotocoagulation; 13 eyes required secondary glaucoma surgery (2 xen implants, 9 trabeculectomies, 2 preserflow micro-shunt implants)." This is the same article reported under (B)(4) (emdr-28352). This emdr is being submitted for the xen implants placed during study.

Manufacturer narrative:
Clarification to d.6a implant date: between 2013 and 2019. Article citation: rauchegger, t., krause, s., nowosielski, y., huber, a., willeit, p., schmid, e. D., & teuchner, b. (N.d.). Three-year clinical outcome of xen45 gel stent implantation versus trabeculectomy in patients with open angle glaucoma. Springer nature. Eye. (2024) https://doi.org/10.1038/s41433-024-03042-z. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events are known potential adverse events addressed in the product labeling.